Event description:
Rptr called to report a med device failure. He said that he was using a defibrillator which was replaced on 7/3/92 for a different model that he felt was defective. He said that he complained to his physician, of receiving shocks at least 1 millisecond instead of 7 milliseconds. He complained of alot of pain & muscular activity. His problems initiated a month after he had the replacement. He said he had tachycardia. His physician made a complaint to the MFR but no action was taken. Finally, on 3/29/94 the device was removed; not for his complaint but because it was breaking through his skin. He was implanted with a new device, different brand. He said that he has not had similar problems with this attention to what happened to him but he believed that the device was defective. He had the device & asked. He said that he had all his records from his physician & the hosp. According to physician, the pt participated in a study in 1989. He was implanted with defibrillator that was replaced for a new one when the battery went down. The device was replaced in 7/92. The dr said that pt, who is an engineer, became obsessed with this unit. He was complaining that the energy delivered by this unit was different than the study unit. Due to his complaints, the dr contacted the MFR but no abnormalities were found; the dr said that every evaluation he did was normal. He said that the unit was performing in specification.the dr said that the units are to be replaced every 2 yrs as the battery goes down. This was one of the reasons why it was replaced again in 3/94. He also mentioned that pt had very delicate skin; the unit was pushing & his skin was breaking.